Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the treatment was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the customer observed green artefact in the monitor. The fse suggested the customer to replace rgb mediawall to resolve the reported issue. The fse replaced rgb mediawall via another case. After replacement of the rgb mediawall, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the flexvision monitor had green artifact and system was down. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.